Event description:
It was reported that the user was unable to remove a connect adaptor from the infusion set, and technical support guided the user to use pliers to disconnect it and then perform a full supply change, including cartridge replacement and infusion set change for a steel 6 mm contact/detach set; insulin therapy was resumed after completion. Symptoms included none reported. Outcomes included uninterrupted therapy following troubleshooting and education, with no alerts or alarms and no need for medical care. Customer care provided support that included remote troubleshooting and user education to complete disconnection and reinstallation steps. Investigation of this case revealed that the connect adaptor had been difficult to remove but was successfully detached with guided intervention, and the device and infusion system functioned as intended after replacement and priming. It was concluded, based on previously established findings for similar reports, that user technique and adherence to replacement steps most likely contributed to the difficulty, and proper guidance resolved the issue.

Manufacturer narrative:
Initial.